Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath splitting issue during the thumb advancer stroke was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath splitting issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an unspecified diagnostic procedure. Reportedly, while advancing the thumb advancer the green sheath was shearing. It was reported there was a clinically significant delay as manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.